Event description:
A direct customer reported that stated that the 31g syringe are leaking when using botox/dysport. Additional details were unable to be collected from reporter.

Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could be correlated to unintended use.